Event description:
It is reported that in 1998 pt underwent bilateral uni knee replacement. The delaminated tibial articulating surface was removed and replaced in 2000 using the component of an unidentified MFR.